Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reported an out of range message, during attempts to interrogate with quick start. Three different programers were tried without success. Interrogation using the select pg option also resulted in an out of range message. In additiona, no tones were ellicited with magnet application. The device was explanted and a new device was implanted. The device was returned for analysis. No adverse patient symptoms were reported.